Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2 the occurrence date of the event is unknown. There was no report of patient injury associated with the event.